Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia it was reported that the patient faced an issue with infusion set cannula was bent. The blood glucose level was 437 mg/dl was noticed at the time of incident on first day. The pen was used as a corrective treatment for high blood glucose. The last infusion set was changed on 1 day prior to the event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.